Event description:
Customer's mom reported that they received a motor error alarm on the insulin pump, while attempting to deliver a bolus. The customer's blood glucose was 140 mg/dl. During troubleshooting, it was found that the insulin pump was worn during a computerized tomography scan. The customer was not using the sensor feature on the insulin pump. They were able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement, rewind, and occlusion tests. It was not possible to prime during the prime rewind test, due to faulty force sensor resistor. No motor error alarm was noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.